Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03115 for the spyscope ds ii and report number 3005099803-2024-03118 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during an cholangioscopy procedure performed for the treatment of bile duct stones in the bile duct on (B)(6) 2024. During the procedure, the image of the spyscope ds ii began cutting out while performing electrohydraulic lithotripsy. The image was then completely lost. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.